Event description:
It was reported that the graft was placed as a left axillary femoral bypass, abdominal approach. Six days later, surgical intervention was required because of a disruption of the upper axillary anastomosis. Two months after the first revision, intervention was again required because of a disruption of the femoral anastomosis located on the other end of the vascular graft. The graft was removed.

Manufacturer narrative:
The device history records were reviewed and this lot met all release criteria. Two very small segments of graft were returned. There was some blood on each segment, but no visible tissue or instrument marks. It appears that there was suture pull-out on one segment. The results of the investigation confirm the complaint. The root cause is user-related. The info for use of this device states: anastomotic or graft disruption has been associated with axillofemoral, femoral femoral, or axillobifemoral bypass procedures if implanted improperly. Thinwall and impra flex thinwall grafts are not recommended for these types of bypass procedures. For extra-anatomic procedures, (e.g., axillofemoral, femoral femoral, or axillobifemoral bypass) the pt should be cautioned that sudden, extreme or strenuous movements should be totally avoided for a period of at least six to eight weeks to allow for proper stabilization of the graft. Routine activities such as raising the arms above the shoulders, reaching out in front, extended reaching, throwing, pulling, striding or twisting should be avoided. Impra eptfe grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the pt's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the grafts to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Precautions: when suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel.